Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-06314. The patient was implanted with two leads (3146) from the same lot for scs therapy and two wide space leads (3163) from the same lot for pns therapy. It was reported the patient was no longer experiencing leg pain and no longer using the scs system. The patient asked that the scs system be removed. During the removal of the system the pns system was tested intra-operative and it was found that two of the leads contacts were invalid. The scs system was removed and the pns leads were replaced with new ones. Effective stimulation was captured post operative and the patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.